Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of the cardiac resynchronization therapy defibrillator (crt-d) pacing impedances greater than 2000 ohms were observed on the right and left ventricular leads. However, through the pacing system analyzer the impedances were normal. The leads were disconnected and reconnected twice with the same observation. Technical services discussed troubleshooting. It was then reported that the third attempt resolved the issue and impedances were within range for both leads. No adverse patient effects were reported.